Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported that the crack in reservoir compartment. Blood glucose level was 174 mg/dl at the time of the incident. The insulin pump will be returned for analysis.